Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered due to high out of range shock impedance measurements when it comes to this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). The shock values were noted to be fluctuating since the implant. No intervention was planned. No adverse patient effects were reported.